Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable. This occurred after the patient had an unrelated procedure on (B)(6) 2021 where the ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.